Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination noted that the reload was received with a full complement of staples. Functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a proximal gastrectomy procedure, at the first firing of the device the surgeon could not squeeze the handle, and the device did not fire. They replaced a new reload, however the status was the same. They then used another device to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.